Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) .no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Damaged case, front panel and small knobs. There was a low battery indicator that lights up when unit was powered on by the technician. Lithium battery installed in the device reads approx. 3.667 volts of direct current (vdc). The technician tried a brand-new battery, and the low battery indicator still lights up - suspect electronic chassis. Swapped chassis for known working chassis and now the device goes through the normal alarm startup sequence around the alarm bezel on power up. The reported issue was confirmed. The root cause of the reported issue was found to be impact to device by the customer. The technician replaced damaged case, front panel, electronic chassis and small knobs.

Event description:
It was reported that the device alarmed low battery, and damaged printed circuit board (pcb) door/housing. No patient injury was reported.additional info received (B)(6) 2021: event date was (B)(6) 2021, not in use with patient